Event description:
It was reported that for about a year when the pump was refilled the patient had itching around the pump site and felt ¿drunk¿ and ¿sleepy.¿ this occurred for about 4-6 hours after the refill. The patient also felt dizzy. Since last october ultrasound had been used to fill the pump to make sure they were in the right spot. A smaller volume was attempted to be filled in the pump ¿like 16 cc¿s (cubic centimeters).¿ this did not help with the symptoms around the refill. The pump was explanted the day before the date of this report. On that date 2.8 cc¿s were expected and 1.3 was gotten back. It was unknown if the event occurred gradually or suddenly. It just repeated and had been going on for over a year. The system was being used to deliver bupivacaine and dilaudid (hydromorphone). There was no patient death.

Event description:
Additional information received reported that per the physician the patient had been reporting overdosing with pump refills. The pump was replaced.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.